Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 26 august 2016. The fse perfomed cup pickup arm alignment for all positions. Customer ran controls and samples to verify instrument performance.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was cup pickup arm alignment

Event description:
On (B)(6) 2016 a customer reported error 4151 c trans z home detect error. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ipth, myo and ctnl2 were purchased within 120 days prior to aware date patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.